Event description:
It was reported that the syringe 0.5ml 31ga 8mm ufii 10bag 500cs experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328468, batch no. 8099664. Verbatim: hard letter received without mailing kit. Letter said tops will not come off them. The other one is bent and the needle is in the top of the third, all from one bag enclosed. Full letter: I am sending three syringes back to you one the top will not come off the other bent and the needle is in the top of the third. All from one bag.

Manufacturer narrative:
H.6. Investigation: customer returned four (4) loose 31g x 8mm, 0.5ml bd insulin syringes from lot 8099664. Consumer reported top will not come off the other bent and the needle is in the top of the third. All four returned samples were examined, and it was observed that one of the syringes had its needle-hub/shield assembly separated from the barrel; no damage to the barrel tip was observed on this sample. The three samples that did not exhibit needle-hub separation were tested to determine the shield removal force (specs: shield removal force for 0.5 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number, shield removal force (lbs): sample 1, 5.44; sample 2, 2.92; sample 3, 3.53. Furthermore, no damage or other issues was observed on the cannulas of these three syringes. After examination of the four returned samples, the issue (needle-hub separates) was confirmed. A review of the device history record was completed for batch# 8099664. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200751988, 200752964] noted that did not pertain to the complaint. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5 ml 31ga 8 mm ufii 10bag 500cs experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328468, batch no. 8099664. Verbatim: hard letter received without mailing kit. Letter said tops will not come off them. The other one is bent and the needle is in the top of the third, all from one bag enclosed. Full letter: I am sending three syringes back to you one the top will not come off the other bent and the needle is in the top of the third. All from one bag.